Manufacturer narrative:
Medwatch sent to FDA on 10/19/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of change of color and change in look are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported event of skin discoloration: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site."

Event description:
Healthcare professional reported having a patient injected with juvéderm ultra xc in the lips by an injecting physician. Four months after that, the patient was reviewed and had concerns with "change in color" to their bottom lip "that has been there for about 2 months." The patient's general physician says it isn't an infection. The lips looked "perfused", "soft and not infected." There is a "change in the look" of the patient's lips. Consulting physician noted that "it may be some product breaking down to uv exposure" and "that it may be unrelated to filler as it has been there for only 2 months." Consulting physician also advised the patient to "wear uv protection for the lips" and to see a dermatologist. No information was given if any treatment was provided and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00652 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra xc, also a device manufactured by allergan.